Manufacturer narrative:
B3. Date of event- the event date was approximated to (B)(6) 2024, since the only date provided was (B)(6) 2024.

Event description:
It was reported via user medwatch (B)(4) that the tip became cracked. The patient presented for percutaneous coronary intervention (pci) of the left anterior descending artery. A wolverine cutting balloon catheter was advanced for dilation. However, at the end of the procedure, the cutting balloon catheter was difficult to remove and became stuck. The balloon was eventually removed along with the entire system. Both a 182 cm j choice guidewire and another unspecified interventional guidewire were removed with the balloon and both wires were noted to be bent and cracked at the distal tip so that they were only partially intact. The procedure was completed with other devices, and no patient complications were reported.